Manufacturer narrative:
In alignment with the most recent FDA guidance, "medical device reporting for manufacturers, issued november 8, 2016", biomérieux is submitting this notification to FDA to inform the agency of the decision to cease reporting two specific vitek® 2 malfunction events after two years of no occurrences associated with death or serious injury. For the specific combination of product and malfunction types listed below, customer complaints were reviewed over a two year period starting from the date of awareness of the most recent event that was classified as a serious injury or death. For the following malfunctions, the review identified no additional occurrences of being associated with death or serious injury for two years. Product code: lon. Reference: multiple. Malfunction: false susceptible ciprofloxacin for salmonella paratyphi. Final MDR submitted: 1950204-2019-00025. We wish to inform you that with the completion of our MDR data analysis, we have updated our MDR criteria for the vitek 2 product code lon, and will no longer report these two malfunctions because they have not caused or contributed to a death or serious injury in the past two years. Moving forward, if biomérieux becomes aware of a death or serious injury event for either malfunction referenced above, we will report that event to the FDA per the FDA MDR guidance, and will update our MDR criteria to require reporting the specific associated malfunction as required by this guidance.

Manufacturer narrative:
An internal investigation was performed for false susceptible ciprofloxacin results when testing salmonella paratyphi with the vitek® 2 ast-n246 test kit. The customer did not save the strain for investigation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. Note: the ast-n246 card with cip01n formulation of ciprofloxin does not accommodate the lower clsi breakpoints for salmonella sp. The redeveloped cip02n formulation will support the lower salmonella sp. Breakpoints. The vitek 2 ast-n246 lot #6460755203 met final qc release criteria. This lot passed qc performance testing.

Event description:
A customer from (B)(6) notified biomérieux of obtaining false susceptible ciprofloxacin results when testing salmonella paratyphi with the vitek® 2 ast-n246 test kit. The customer that when testing the salmonella paratyphi isolate with the ast-n246 card, the result obtained was ciprofloxacin mic = 1 (susceptible). Per the customer's report, the patient received ciprofloxacin treatment and did not recover. The patient had blood testing a few days after receiving this treatment, and the results showed that the bacteria count was not improving. The patient was admitted to a hospital for a relapse of the infection. During this relapse, the clinician ordered ciprofloxacin and azithromycin mics, and it was determined that the organism was ciprofloxacin-resistant. The method of alternative testing was not specified. The customer reviewed the mic of the report and realized that under clsi breakpoints (s </= 0.06, intermediate 0.12 - 0.5, resistant >/= 1), this mic of 1 for salmonella is resistant. However, the customer did not have these salmonella breakpoints set up in their system. The system applied the mic under enterobacteriaceae (a large group of gram negative bacteria that the salmonella organism also falls under as a bacteria group, but has different breakpoints than salmonella). With the vitek 2 using the "enterobacteriacea" breakpoint, a susceptible result was given for the mic of 1. Following this event, the customer has now added the salmonella breakpoint. A biomérieux internal investigation will be initiated.